Event description:
New information received notes that the lead exhibited additional noise. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for routine follow-up. Multiple episodes of non-sustained oversensing were noted due to noise on the right ventricular lead. Noise was reproducible in clinic. Programming changes were made. The patient was in stable condition.